Manufacturer narrative:
This follow-up MDR is created to document the additional event information and corrected device model number. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, additional information received indicated erosion to left of midline, foreign material in vagina and pelvic muscles.

Manufacturer narrative:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for february-march 2018. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted.

Event description:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for february-march 2018. This MDR is to reflect the additional information to be added to the intial asr report.